Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.

Event description:
It was reported that the hospital recently had some breakage of screws, size 6 mm and 5 mm. No reported adverse effect to the patient or any other information received.